Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted for a week, due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 40 mmol/l (720 mg/dl) and losing consciousness, while wearing the pod on the arm between 1 and 4 hours. The cannula was noted to be bent after pod removal. At the hospital, the patient was placed on an intravenous (IV) of insulin.